Event description:
Mdt rep reports they received a call from a nurse practitioner indicating patient has been having issues with heating while charging. Rep reports patient charges twice a week and site is well healed. They did not have any further information. Agent suggested adjusting the charging level from 4 to 3 and requested patient call patient services for further troubleshooting. Patient called to report same event and noted that they spoke to their mdt rep. They mentioned the nurse practitioner noticed the issue because the dermabond was getting "mangled" from the heat generated by the recharger. Agent helped the patient connect to recharger and change the charging speed from 4 to 3. It's unknown if the heating resolved. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.